Event description:
Revision surgery - the surgeon removed the screws due to pt suffering pain, stiffness and loss of motion.

Manufacturer narrative:
The reason for this revision surgery was reported as pain, stiffness, and loss of motion after nine months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the patient's symptoms. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr #18986 involved two parts that were reworked for marking errors. A review of the product complaint report shows this is the second complaint for this part number; one for a packaging issue and one due to pain. This is the first complaint for this lot number. The root cause for the pain, stiffness, and loss of motion could not be determined with confidence. There is no information that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.